Event description:
Incident reported as: when surgeon was introducing the needle in the pt's abdomen, the needle broke in the upper part. Needle was removed and a second needle was used which also broke. This is the report for the second needle. Another brand needle was then used and surgery completed without incident. No further info is available.

Manufacturer narrative:
Sample has been returned to manufacturer, but investigation report is not yet available. A f/u report will be sent as soon as investigation is complete.